Event description:
The customer reported getting approximately thirty (30) false low ise (ion selective electrode) patient results which include sodium (na), potassium (k), and chloride (cl) on their unicel dxc 600i synchron access clinical system. The erroneous results were reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support specialist assisted the customer troubleshoot over the phone. The cts unable to resolve the issue over the phone sent service. A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the system and found multiple issues. The fse found the sodium (na) electrode had an unremovable bubble on the electrode, modular chemistry (mc) sample probe was obstructed, and mc sample syringe was binding during operation. The cause was of failure was identified as multiple hardware malfunction. The fse replaced the mc sample probe, mc sample syringe, and na electrode which resolved the issue.the fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).